Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited noise leading to auto mode switch episodes. All the other lead parameters were normal. The lead also exhibited increased atrial sensitivity. Programming changes were made. The noise was reproducible upon isometrics. The patient does not pace much in atrium. The physician elected to continue monitoring the lead. The patient was stable.